Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of unspecified concentration at an unspecified dose rate via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient had lumbar surgery for orthopedic issues in early september. The patient had been to the ER three times since then, all with baclofen underdose symptoms that manifested with sustained / many hours worth of clonus. Increased symptoms of spasticity was further noted. The initial symptoms were attributed to a small leak in the catheter. Two subsequent admissions occurred for recurrent symptoms that ensued one a week after the neurosurgery to splice the patient¿s catheter and the other in early october approximately three weeks later. The patient was continuing to have symptoms, with an increase in spasticity and a return of un-sustained ankle clonus, although not as severe as the episodes leading up to repeated hospitalization. It was noted as having been frustrating to have the same emergency room (ER) fail to see the urgency in treating the patient¿s symptoms or even to contact the patient¿s neurologist of a record for orders. The patient had printed off some of the manufacturer information discussing baclofen underdosage. The date (B)(6) 2019 is considered an approximate date of event (year known only). No further patient complications have been reported as a result of this event.